Event description:
The distributor reported that eighty-nine pieces of dressing had colored dots. It was unknown whether the product was used on patient or not. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 25 of 89. E1: complainant country: (B)(6). Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 4f00752 was manufactured 04/jun/2024, in bodolay line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 28/nov/2025, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) (B)(4) and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The defect reported by the customer could occur during the sub-assembly process performed in the extrusion, lamination & cutting process (elc)#11 manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot manufactured in this line. (B)(4). The subassembly lot 4e05513, order (B)(4), material 1003411, was manufactured on 06/04/2024 in the elc#11 manufacturing line, with a total of (B)(4) eaches (ea's). The complaint investigator performed a batch record review on 28/nov/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The subassembly lot 4e04485, order (B)(4), material 1003411, was manufactured on 05/28/2024 in the elc#11 manufacturing line, with a total of (B)(4) eaches (ea's). The complaint investigator performed a batch record review on 28/nov/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The defect reported by the customer could occur during the sub-assembly process performed in the roping durahesive mix manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot manufactured in this line. The subassembly lot 4e01284, 4e04602, 4e06184 order (B)(4), respectively, material 1725587, was manufactured on 05/18/2024, 05/27/2024, 06/02/2024 respectively in the roping durahesive mix manufacturing line, with a total of (B)(4), respectively. The complaint investigator performed a batch record review on 28/nov/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: there were photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Historical nonconformance review: on 28/nov/2025, complaints investigator ran a query in database looking for any in process non-conformance (nc)'s / corrective action / preventive actions (CAPA) (s) associated to the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ defect for the lot number 4f00752 and as result, no non-conformance (nc)'s / corrective action / preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) "sterile packaging inspection for nonconformities - visual attributes": ¿ frequency: every 30 minutes. ¿ sample quantity: 1 market unit o not less than 5 chevrons. ¿ acceptance criteria: accept = 0/ reject = 1. Defect rate analysis: there have been (B)(4) defective parts confirmed to date from a lot size of (B)(4) products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on our procedure (pd). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of (B)(4). To date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusion: there were photographs associated with this case and in these, the reported defect can be seen. A review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.